Event description:
It was reported that the insulin pump was chewed up by the dog. The insulin pump alarmed motor error. The blood glucose reading is 108 mg/dl. The insulin pump has physical damage to the reservoir compartment and drive support cap. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump received in with dog chew marks on casing and a broken off end cap. Unable to test for the motor error alarm due to the broken end cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.